Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system. The blood glucose of the customer was 173 mg/dl. Customer stated that insulin pump was not dropped. Customer also stated the drive support cap appeared normal. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, device passed rewind test and displacement test.